Manufacturer narrative:
The event occurred in germany. It was reported that during priming the rotaflow console displayed the error messages "head error " and "run away error". No patient was involved. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failures "head error" and "run away error" could not be reproduced, the device worked as expected. The (B)(4) control board kit (article number (B)(4)) has been replaced only as a precaution. After the replacement the device is working as intended and is back in use. Thus, the reported failures "head error" and "run away error" could not be confirmed. Based on the investigation results the reported failures "head error" and "run away error" could not be confirmed. However, the following most possible root cause could be determined for the "head error": 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The following most possible root cause could be determined for the "run away error". A similar complaint was investigated for the reported failure "run away error" in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by a statistical failure of ic31. This results in false readings of the rotary knob and therefore to a false speed setting of the rfd. Furthermore, the "run away" error can also be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: - pump stop intervention after technical error (e.g. Pump runaway, error head) - sensor error (bubble, level, pressure (in hl20 mode), flow) - wrong intervention limits - unintended rpm change by user. - unintended switch off by user. The review of the non-conformities was performed on (B)(6) 2023 and during the period of (B)(6) 2020 to (B)(6) 2023 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2020. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that during priming, the rotaflow displayed the "head" and "run away" errors. No patient was involved. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.